Event description:
It was reported that a patient with diabetes experienced leakage issues associated with infusion sets used over the previous month. The patient experienced leakage after insertion with multiple infusion sets, which was identified by elevated blood glucose readings and the presence of an insulin odor. Upon removal, the cannulas from the affected infusion sets were observed to be intact with no visible bending or damage. There was patient involvement and no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.